Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing impedance. The impedance reached an out-of-range value. The patient was hospitalized due to presyncope. While hospitalized, the patient experienced asystole. Technical services (ts) reviewed the reports and found that the lead exhibited high capture thresholds and loss of capture (loc). The device was programmed to electrocautery mode temporarily until the lead revision is performed. The lead was explanted and replaced. No additional adverse patient effects were reported. This investigation will be updated when further information becomes available.